Manufacturer narrative:
It was claimed that the device failed internal leakage test and pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the following tests failed during pre-use check: internal leakage test with message: "pressure transducer difference higher than 5 cmh2o", pressure transducer test, safety valve test, o2 cell/sensor test and patient circuit test. The inspiratory pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).